Event description:
It was reported during a pta of the subclavian vein, the balloon that was inflated with a syringe was difficult to deflate and had to be manipulated for about 5 minutes to get it to deflate. There was no pt injury reported.

Manufacturer narrative:
The device history record could not be reviewed as the lot number is unk. Upon inspection of the returned sample, the shaft of the catheter had a severe kink. Closer inspection showed the kink appeared to be pinched on both sides of the shaft od, which may have restricted flow between the inner and outer shaft. The inner shaft inside the balloon was also severely kinked. The balloon was in a slightly folded shape, exhibiting 3 wings with crinkling of the balloon material at the point of the inner shaft kink. Was unable to insert a .035 inch guide wire through the bifurcate. Attempted to insert the same guide wire through the distal tip of the catheter and was unable to pass through the kink in the inner shaft underneath the balloon. Immersed the balloon catheter into a warm water bath and inflated the balloon with air, with no leaks. Deflated the balloon with no problems. Inflated the balloon with water to rbp (rated burst pressure) of 24atm, held for approx 30 seconds with no leaks or problems. Drew a vacuum and the balloon deflated fully and very quickly. Re-inflated the balloon a second time to rbp of 24 atm, held for approx 30 seconds and deflated. Again the balloon deflated quickly with no problems. Inflated and deflated the balloon a third time. The balloon meets acceptance criteria. The result of the investigation was unconfirmed for difficult to deflate; the problem could not be reproduced. It is unk if procedural issues contributed to this event. The current IFU (info for use) states the following: once the dilatation procedure has been completed, use a syringe to deflate the balloon by applying suction to the balloon lumen. This procedure will reduce the balloon profile and facilitate removal of the catheter.